Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that post-op, the patient¿s battery migrated out. The healthcare provider is scheduling a procedure to remove and replace the battery at a later date. No further patient complications are anticipated or expected as a result of this event.